Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices, or devices that share components, raw materials, process methods, or other technological characteristics are registered within the u.s. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with optilene suture. The client reported that the needle detached from the thread during surgery, and the thread broke easily during knotting. The event occurred during an artery prosthesis. The patient outcome was good, but there is no patient data available due to privacy protection.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4). There are no units in stock in b. Braun surgical's warehouse. We have received one open and used sample, with rests of blood which cannot be analyzed. We have also received five closed samples. In one of the closed samples received, one of the needles, when opening the package, was already with thread splitting in the attachment area. The needle was not detached but the thread was damaged. The other nine needle-thread attachments have been analyzed and the results are 0.23 kgf in average and 0.12 kgf in minimum and fulfil the requirements of the european pharmacopoeia: 0.17 kgf in average and 0.082 kgf in minimum. Regarding thread breaking issue, we have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.35 kgf in average and 0.33 kgf in minimum (ep requirements: 0.20 kgf in average and 0.06 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were 0.32 kgf in average and 0.26 kgf in minimum and fulfilled ep requirements. Knot pull tensile strength results conducted on samples before releasing the product were 0.41 kgf in average and 0.32 in minimum and fulfilled ep specifications. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. On the other hand, there is an improvement project to avoid this kind of incidences in the future.